Event description:
Leica biosystems received a complaint of poor processing and a leica biosystems field applications specialist (fas) was assigned to investigate this event with the complainant. On 02 december 2024, the complainant advised the assigned fas regarding the patient outcome and the following was documented, "...there is one case that could not be diagnosed, and a re-biopsy has been recommended. The specimen was an endometrial biopsy from a 41 y/o female. The re-biopsy has not been performed as of december 2nd." An age and gender were provided for the affected patient.